Manufacturer narrative:
No report of patient involvement. The ge healthcare service representative confirmed the flow sensor module was not seating correctly. The flow sensor module was replaced, and the unit was returned to service.

Event description:
A ge healthcare service representative reported that the unit alarmed 'no inspiratory/expiratory flow sensor' during planned maintenance. This alarm would have prevented mechanical ventilation. There was no report of patient involvement.